Event description:
The nurse stated the unit shut down on a patient. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that a v60 system shut down on a patient. Biomed could not duplicate any issues during the initial evaluation. The biomed provided philips with the drpta, and product support noticed a lot of alarm conditions. A good number of high-rate alarms throughout the morning during the time of incident. The biomed verified the unit does alarm properly during alarm condition while he was running the unit, and it was set to the loudness of 10. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench repair engineer evaluated the unit and could not duplicate complaint of system went down on a patient. The diagnostic log was reviewed, and no error found that will indicates that the unit shuts down. The bench repair engineer ran the unit on a test lung for a full 10 days and no problems were found. The bench repair engineer inspected the unit internally and no problems were found. The unit is running on 2.10 system software. The unit has 14247 total power-on hours and the power management pcba has 14189 hours. The bench repair engineer recommends performing preventive maintenance (pm) on the unit and perform performance verification testing (pvt). The bench repair engineer will order (pm) kit and box.

Manufacturer narrative:
B5: during the review of the diagnostic report. The biomed noticed a lot of alarm conditions. A good number of high rate alarms throughout the morning during the time of the incident. The biomed verified the unit does alarm properly during alarm condition while he was running the unit, and it was set to the loudness of 10. The unit was sent to the bench for repair.